Event description:
It was reported that the leads had high impedances. The patient underwent lead an explant procedure and is doing well postoperatively. The explanted devices were not returned as it was discarded by the facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the image provided from the field revealed that the impedances are out of range. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the leads had high impedances. The patient underwent lead an explant procedure and is doing well postoperatively. The explanted devices were not returned as it was discarded by the facility.